Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, defibrillation threshold (dft) test was being performed. For the first attempt, ventricular fibrillation (vf) was induced and detected, but the shock did not convert. An external shock was provided, which also did not convert the vf; however the vf converted suddenly. The shock impedance measurement for the first shock was 107 ohms. For the second attempt, vf was induced and detected without conversion. An external shock was provided which converted the vf. The third and fourth attempted, the vf suddenly converted without any therapy. For the fifth attempt, vf was induced, detected and therapy provided with nonconversion. Five external shocks were provided without success. The physician began CPR and the vf suddenly converted. Boston scientific technical services (ts) reviewed the x-ray and indicated the electrode appeared to be positioned too low and the shock vector was not covering all the heart mass. Additionally, ts indicated the device could be repositioned in a more optimal location. As a result, the electrode was repositioned. No additional adverse patient effects were reported.